Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump history did no show any history.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was programmed with correct time and date and was monitored with 1.0 u/hour basal rate for five days. Several boluses were programmed and delivered also, the insulin pump delivered and recorded properly all basal profiles and bolus delivered. The insulin pump was downloaded to carelink pro. Carelink pro report shows data recorded from (B)(6) 2016 through (B)(6) 2016 with no gaps in data history. All bolus and basal deliveries during testing were properly recorded on the carelink report. No memory anomaly noted. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.